Event description:
During a hemorrhoidectomy the device was used. The surgeon stated that they had performed a pph and the patient had to be brought back to the or to have an ileostomy. The surgeon stated that the device neither malfunctioined nor produced poor staple formation. In the post operative period, the patient had problems with abdominal pain and subsequent exploration revealed cloudy fluid within the pelvis and indentation in the rectum deep in the pelvis which was thought to be the staple line. At this time, there was no obvious leak. The patient was treated with a loop ileostomy. In follow up discussion with the surgeon regarding the pph procedure and the placement of the purse string suture. The surgeon believed the purse string was probably placed deeper than necessary which created a complete bowel thickness resection as part of the mucosal resection. The surgeon believed a minor leak probably occurred due to this. The surgeon was concerned about the level of the purse string. It should be noted that placement of the anal dilator with proper suture attachment will help ensure proper level of staple line. The dilator allows visualization of the dentate line and prevents incorporation of tissue which is too low.